Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute to a foot separation may include, but are not limited to, user does not gently pull the device back to position the foot against the wall); use of excessive force leading to foot break, rotating the device with the foot in the deployed position. The patient effect of tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of vessel closure devices. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the device got stuck in the patient anatomy. The foot got caught in the calcium and tore out a piece of the arterial wall. A surgical cutdown was performed to remove the device and repair the vessel. After device removal, the foot was noted to be broken, but still attached to the link. The tavr was completed using the same 6f sheath. Hemostasis was achieved with a surgical patch. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.